Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was no telemetry with a device. The programmer head was replaced and still no function. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported telemetry issue; the programmer was able to interrogate non-wireless using a known good rf (radio frequency) head.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.